Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power supply) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was due to a damaged power supply connector. Additionally, the j17 component was knocked off the bedside pca. The root cause for the damaged power supply connector was excessive force. The root cause for the damaged j17 component could not be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger power supply was damaged.